Event description:
(B)(6) manager, hip and pelvis attended an (B)(4) meeting and reported: during an (B)(4) meeting a poster was presented titled; results of complex proximal femur fractures treated with locking proximal femur plates. One hundred and three patients with unstable peritrochanteric or subtrochanteric femur fractures were treated with a lpfp between january 2007 and december 2010 at ten regional trauma centers. Retrospective analysis of medical records and radiographs was performed of patients with follow up greater than 12 months or earlier failure. Sixty-five patients met criteria for inclusion and followed up at an average of 33 months, range 12-56 months. Treatment failure occurred in 17 patients, including 15 failures of fixation associated with nonunion, malalignment or malunion requiring revision. Result: loss of proximal fixation with broken, loosened or bent implants. There were 2 patients of the 17 that had 2 deep infections both requiring plate removal and ultimately total hip arthroplasty. Factors that significantly affected failure included: increased age, tobacco use, brand of plate, surgical varus malalignment. It is not known if the implants were synthes or a competitor product was used. One photo of the x-ray included in the poster contained synthes product as reported by (B)(6) as he photographed the poster. This is 1 of 2 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.